Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What layer/ tissue was the ethibond suture used on? What was the rationale for using non absorbing suture? What is the surgeon opinion of the contributing relationship to this patient event? Will the ethibond suture be removed at a later date? What is the current condition of the patient?

Event description:
It was reported in a journal article that the patient underwent an unknown procedure, possible lower segment cesarian section, on unknown date and non-absorbable suture was used. Following the procedure, the patient experienced secondary infertility for two and half years after a cesarean delivery. During the hysteroscopy, the presence of a coiled suturing material of greenish colour filling the uterine cavity and attached to the lower part of the previous lscs scar was revealed. The presence of this foreign body was acting as an intra-uterine contraceptive device responsible for failure of conception. During the hysteroscopic removal, the whole length of suture came out and laparoscopy with chromotubation was done. The uterus was normal in size and shape and no defect was found in the uterus. Since the end of suture was tethering to the angle of the uterine scar, it could not be expelled. Following the reoperation, postoperative period was uneventful and the patient was discharged the next day. The doctor opined that it is possible that during the previous cesarean section, the non-absorbable suture might have been used for the closure of uterine incision which went in the uterine cavity during involution of the uterus. The patient was unaware of the presence of nonabsorbable suture material having been used in her previous section neither it was there in her records. Additional information has been requested.